Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that the interstim implantable neurostimulator (ins) was implanted in an off label manner for pelvic floor pain. The patient described as a hot knife being stuck through their pelvis. The patient¿s health care professional (hcp) wanted to switch out the battery and place a spinal cord stimulation system in, adding a second paddle lead and using the existing paddle lead. The manufacturer representative had contacted the patient who had claimed that stimulation had not been working for 2 years. It was also reported that another manufacturer representative had not been able to tell them what the problem was or if the lead was okay. There was no additional information regarding the patient previously meeting with another representative. This event started either 1.5 to 2 years ago. The manufacturer representative inquired about components required for revision.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the replacement/revision was being performed on friday ((B)(6) 2017). It was noted the battery had been dead for 2 years due to normal battery depletion and according to the patient, it was last interrogated a couple of years ago. It was noted the patient now had back and leg pain instead of pelvic floor pain. No further complications were reported/anticipated.